Manufacturer narrative:
(B)(4). Products have been returned to biomet (B)(4) ltd for evaluation and forwarded to the complaints and vigilance engineer for investigation. Summary of investigation: visual checks: the device and packaging for the mlry-hd rnglc shl 58mm/l23 23 shell was returned and evaluated. Visual inspection showed that there was foreign material in the bottom of the cavity. Black pieces of debris found between the blister wall and the urethane foam. The device blister packaging was unopened, with tyvek secured as per the work instructions for tray sealing. The device pouch was unopened and had no damage present. No damage to blister or cardboard carton. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated further.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during incoming inspection, debris was found in the sterile packaging of the device. There was no patient involvement. No further information has been provided.